Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted. The pump functioned properly. The motor was tested outside of the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 7.8mmol/l. The customer's blood glucose was higher than usual late in the evening before bed. Customer's mother tried to bolus but they received a motor error alarm on the pump. Customer's mother tried to bolus a few more times but received a motor error alarm every single time. The customer used long lasting insulin to get through the night. In the morning, the customer received a replacement pump.